Event description:
The pt was being fed enterally using the device. On the first night, 240ml of an enteral feeding solution were hung, and the pump was set to deliver 80ml/hr. 240ml were delivered in less than 1 hour. On the second night, 360ml of an enteral feeding solution were hung, and the pump was set to deliver 80ml/hr. 360ml were delivered in 1 hour. Following the event, the pt vomitted. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: event date given about is approximate.